Event description:
The distributor reported that their AED's battery is depleted, and it will not power on. They reported that this did not occur during patient use. The battery has an expiration of october 2027. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The distributor reported that the AED is displaying a service code for ''replace battery now'. The battery has an expiration of october 2027, and the maintenance schedule is not reported. Communication with the customer: the distributor stated they have downloaded the log history file and do not find any apparent reasons for the battery pack to be depleted prematurely. They inserted an alternate battery pack into the unit and cleared the service code warning. Analysis of the log files from the AED showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. No additional information is available at this time to further investigate the event. The IFU states: maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.